Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump went blank and settings were lost. After battery cap was replaced, there were no issues. Customer also stated there was a no delivery alarm during priming. Troubleshooting techniques were discussed. Customer had also received a weak battery alert. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The device had blank display due to moisture damage on electronics. Weak battery alarm, no delivery alarm, low battery alarm, lost time, date setting anomaly or weak sound on motor during rewinding were not verified due to blank display. The device also had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.